Manufacturer narrative:
The last calibration performed on 27-aug-2021 was ok and there were no alarms. Upon review of quality control data, it was observed that one level of control was outside of range, but the other level passed on the day of the event. The reporter stated that a control was tested after the patient samples were tested and was outside of range. Upon review of the alarm trace, multiple air purge and abnormal probe aspiration alarms were observed on the day of the event near the time of sample processing. This is an indication of possible poor sample quality. The field service engineer found damaged tube flaring by a syringe. The tubing was re-flared. A valve was cleaned. The customer calibrated the albumin assay and ran controls; these recovered within specified ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with alb2 albumin gen.2 on a cobas 6000 c (501) module. Prior to running the patient samples, calibration and controls passed on the analyzer. The customer also performed maintenance just prior to running the patient samples. Refer to the attachment for all patient data. The initial values for samples (B)(6) were reported outside of the laboratory. Samples (B)(6) were automatically repeated by the analyzer and these values were reported outside of the laboratory. The samples were repeated on a second analyzer and these values were believed to be correct. The albumin reagent lot number was 551772. The reagent expiration date was requested, but not provided.